Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the total number of procedures? 2 - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? None - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - how many sutures broke off? 2 - how many sutures frayed? 2 - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Still in the clinic. I was told that we would be given instruction to return suture. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Dr (please refer to the attached mail) cheif of staff (please refer to the attached mail) assistant manager.

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2025 and suture was used. During the procedure, it was reported by the account contact they have many dehiscence, during an unknown procedure, some of the sutures broke off and some of them were frayed. No adverse event was reported. Devices are available for return. No adverse patient consequences were reported. Additional information was requested.